Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 47 mg/dl when he woke up the morning of the call. The patient treated with food. He stated that he had been running low for the past two months and needed assistance with updating his basal rates. Troubleshooting was initiated for the low blood glucose. The drive support cap appeared normal and the customer's priming technique followed the proper steps. The pump settings and basal rates were also connect. A self-test was performed and the insulin pump passed. The customer was advised to speak to their health care provider regarding the hypoglycemic episodes, and to monitor the pump and call back if issues persist. No products were shipped or returned.